Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 10, 2024 and may 13, 2024 h11: two (2) devices and two photo samples were received for evaluation. The visual inspection of the photo showed three intermate units without their fill port cap. However, the visual inspection on the returned sample showed the fill port caps were present and securely assembled onto their fill ports and the fill port caps were not separated nor loose from the fill port. The reported condition was verified in the photographic samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill port caps (white caps) of two (2) small volume intermates fell off in the packaging. This occurred prior to patient use. There was no patient involvement. No additional information is available.